Event description:
It was reported to philips that the lateral image disk was replaced after repeated failures on an allura xper fd20/15. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the lateral image disk and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).